Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 22nov2016-16aug2017.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from (B)(6)2016-(B)(6)2017.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. G7: follow-up # 4 associated with MFR# 1820334-2016-01070 was incorrectly documented and submitted as follow-up #4 the correct number for follow-up #4 is follow-up #1. As a result this submission is correctly documented and will be submitted at follow-up #2. Additional information: investigation - evaluation it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "gunther tulip filter implanted - vena cava perforation, tilt, migration, pain, disability and scarring - updated sfc". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter migration is a known potential complication of vena cava filters. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain, disability and scarring are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown or unavailable, or unchanged. G7: follow-up # 4 associated with MFR# 1820334-2016-01070 was incorrectly documented and submitted as follow-up #4 the correct number for follow-up #4 is follow-up #1. As a result this submission is correctly documented and will be submitted at follow-up #2. Additional information: investigation - evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "gunther tulip filter implanted - vena cava perforation, tilt, migration, pain, disability and scarring - updated sfc". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter migration is a known potential complication of vena cava filters. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain, disability and scarring are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: e1) updated attorney information. F10) patient code 1: vessels, perforation of (2135) - listed in the IFU. Patient code 2: pain (1994) - not listed in the IFU. Device code 1: migration of device or device component (1395) - not listed in the IFU. Device code 2: malposition of device (2616) - not listed in the IFU. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : correction: e1) updated attorney information f10) patient code 1: vessels, perforation of (2135) - listed in the IFU. Patient code 2: pain (1994) - not listed in the IFU. Device code 1: migration of device or device component (1395) - not listed in the IFU. Device code 2: malposition of device (2616) - not listed in the IFU. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 08/05/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2011 via the femoral vein due to dvt. The filter was allegedly successfully retrieved on (B)(6) 2014. The plaintiff alleges vena cava perforation, tilt and migration of device, pain, disability and scarring.

Manufacturer narrative:
Based on the initial information provided, the subject of this complaint was originally believed to have been manufactured by (B)(4). The initial information was previously submitted by william cook europe under reference # 3002808486-2016-00117. The investigation was reopened and concluded on 21 october 2016 confirming the device was manufactured by (B)(4). (B)(4). Evaluation: the device was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. No notes of relevance on work order, nor on filter lot. No other complaints received. Patients medical records are unknown and no imaging is provided. Therefore, it is impossible to comment on the significant physical personal injuries, which patient allegedly suffered approx. 3 years after implant of a tulip filter, because the filter became "imbedded, tilting, migrating, fracturing, perforating [pt], and/or otherwise becoming irretrievable. Device manufactured/inspected according to quality control. Tulip filter manufactured/inspected according to specifications. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to complainant: it is alleged that "on or about (B)(6) 2011, [pt] had a cook gunther tulip ivc filter implanted in of indiana, pursuant to a doctor's order. On or around (B)(6) 2014, [pt] suffered significant physical personal injuries directly and proximately caused by the aforementioned ivc filter becoming imbedded, tilting, migrating, fracturing, perforating [pt], and/or otherwise becoming irretrievable. As a direct and proximate result of these injuries, [pt] has incurred and will incur medical expenses in the future, has endured and will endure pain and suffering and loss of enjoyment of life, and [pt] has otherwise been damaged in a personal and pecuniary nature." Patient outcome: alleged that "[pt] suffered significant physical personal injuries directly and proximately caused by the aforementioned ivc filter becoming imbedded, tilting, migrating, fracturing, perforating [pt], and/or otherwise becoming irretrievable. As a direct and proximate result of these injuries, [pt] has incurred and will incur medical expenses in the future, has endured and will endure pain and suffering and loss of enjoyment of life, and [pt] has otherwise been damaged in a personal and pecuniary nature."